Event description:
It was reported that the rotawire was fractured. The 85% stenosed target lesion was located in the mildly tortuous and severely calcified left main artery. A 2.00mm rotalink burr and a 330cm rotawire guidewire was selected for use. During the procedure, it was noted that the guidewire was fractured when used along with 2.00mm rotalink burr. According to the physician, the fracture was due to the lesion characteristics. The device was completely removed via normal method and the procedure was completed with another of same device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The returned guidewire had a missing portion of the spring tip of about 1.3 cm. The spring tip is slightly bent/kink. No other issues were identified during the product analysis.

Event description:
It was reported that the rotawire was fractured. The 85% stenosed target lesion was located in the mildly tortuous and severely calcified left main artery. A 2.00mm rotalink burr and a 330cm rotawire guidewire was selected for use. During the procedure, it was noted that the guidewire was fractured when used along with 2.00mm rotalink burr. According to the physician, the fracture was due to the lesion characteristics. The device was completely removed via normal method and the procedure was completed with another of same device. No complications were reported and patient was stable post procedure.